Event description:
It was reported that the impactor broke. There was no known impact or consequences to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Suggested component code: mechanical (g04) - impactor. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h6 suggested component code: mechanical (g04) ¿ impactor no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon an internal data review, it was determined that this device was reported under the incorrect manufacturer. This report should be considered void, and the event will be reported under MFR 3005751028.

Event description:
This follow-up report is being submitted to relay additional information. Upon an internal data review, it was determined that this device was reported under the incorrect manufacturer. This report should be considered void, and the event will be reported under MFR 3005751028.